Event description:
Caller reported a user error where a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Caller successfully resolved the issue by loading a new cartridge and resumed insulin delivery before contacting technical support, resulting in no further action needed.